Event description:
On (B)(6) 2012 at 1am, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value of 400mg/dl with vomiting and tested positive for ketones. The reporter stated that the replacement pump was received last night after 6pm, and the reporter programmed the new pump. The patient was reportedly still using the existing cartridge/site/set. The reporter stated that the patient went to bed around 8:30pm, and no boluses were given with new pump due to the insulin on board (iob) showing from the old pump. The patient reportedly experienced the reported bg event noted above at 1am. The reporter stated that she noticed that the time on the pump was reading pm instead of am. At 1:57pm, it was noted that the reporter treated the patient by bolusing 3.35 units of insulin via the pump and it was noted that the pump history recorded a time of 1:57pm. The patient reportedly disconnected from the new pump; the reporter changed out the site/set and the patient resumed insulin pump therapy using the old pump. The patient's bg was reportedly 112mg/dl when the patient awoke the following morning. It was noted that after the patient's bg decreased, the patient resumed back on the new pump. At 10:30am, the patient reportedly had a meal and the patient's bg was reportedly in the 300mg/dl range. The patient was treated via the new pump with 3.14units of insulin. The patient's bg reportedly continued to elevate and the patient disconnected from the new pump and resumed back on the old pump. The reporter expressed concerned with the new pump was not delivering correctly. Customer support (cs) reviewed the pump with the reporter; the date and time were found to be set incorrectly. There were no issues noted after the date/time were correctly set and the patient's bg was reportedly resolved. The pump is not being returned. Customer support (cs) determined that use error contributed to the reported bg event as the reporter confirmed that the time and date was set incorrectly. This complaint is being reported as the patient experienced a hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.